Event description:
The customer reported that during an lavh a regrasp alarm was heard initially. After another activation an end tone, signifying a completed seal, was heard. However, a complete seal was not made. Oozing under 200cc occurred. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4) (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.